Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. Device# (B)(4) was received with the needle release button in the unlock position. The device functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device. Device# (B)(4) was received with the needle release button in the unused position and an air bubble inside the plastic (medicinal) vial. The device functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
Patient to reported that on the most recent date of (B)(6) 2021 the needle button accidently released prior to the completion of the 24-hour period, and he experienced a high blood glucose reading. Patient reports that in the past week and a half he had 4 v-go 40 devices he experienced an issue with needle button accidently released prior to the completion of the 24-hour period. Patient reported that he removed and replaced his v-go 40 device at 8 am and at 9:30 am his blood glucose monitor alerted him that his glucose level was over 200. Patient did not experience any symptoms at the time. Patient reports that his normal blood glucose range is between 110-140 and the reading at time of call was 77, however patient wanted to note that he was getting ready to eat. Patient has been using v-go 40 device for a year and has recently had similar events occur with the needle button popping out prior to the 24 hours period without being released.